Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies multiple times to address the issue. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to an alternate form of insulin therapy.